Event description:
It was reported according to a chinese literature wherein the research subjects were 109 patients with postherpetic neuralgia being treated from (B)(6) 2020 to (B)(6) 2022, there was a case of infection at the puncture site and two cases of lead displacement in the cervical-thoracic region. The tests were short-term and specific interventions to address these issues were not provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and device information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.